Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Metal pin stuck me in cheek.there was a bit of blood [mouth injury]. Bit of blood-mouth [mouth haemorrhage.] Head broke off in mouth-oral-b/rechargeable toothbrush handle [device breakage]. Case narrative: consumer reported via phone that brush head broke off in consumer's mouth during brushing and the metal pin stuck consumer in cheek and there was a bit of blood. No serious injury reported.